Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside the tsv implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a screw fractured inside the implant. Implant was completely removed. Tooth site #16.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date unknown / not provided.